Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: "no growth of bacteria - identification problems".

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: " no growth of bacteria - identification problems"

Manufacturer narrative:
H.6 investigation summary: a failure for lack of growth was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that they were having identification problems, specifically that there was no growth of the bacteria. Two calls were made to report this issue to bd, within hours, and two cases were opened (the second case opened pr (B)(4). A bd field service engineer was dispatched and performed light source adjustments on the instrument, troubleshooting and finding no abnormalities. It was later determined that the root cause of the issue had been customer workflow. The panels were prepared using a lower mcfarland concentration than they had set the instrument up for. There was no issue with the instrument or the reagents, and no further information was shared regarding the types of organisms, panels, or expected results. No incorrect information was reported to patients. This is an unconfirmed failure of a bd product. No parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no other cases related to results other than the two cases opened for this issue, already mentioned above. Complaints for results were within statistical control for the month of february 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 4.0 the potential risk of the reported failure mode is no result, which is an s3; reference row ID 4.8. See h.10.